Event description:
In 2006-2007 I had electroconvulsive therapy (ect). I cant remember most of my life before 2007. I not only have long term memory loss, but I have cognitive impairments and brain damage. I have the symptoms of a person with a traumatic brain injury. Ect ruined my life. Before ect I was working after ect, I was on disability. Not only do I still have treatment resistant depression, but now I have anxiety and the psychological trauma of being an ect survivor with brain damage and memory loss. I tried getting off disability an going back to school and work, but I can't function the way I did before ect and it's frustrating.